Manufacturer narrative:
Inogen's investigation of the device is still pending. Inogen will write a supplemental filing with any additional information gathered when investigation is completed.

Event description:
It was reported the patient experienced the unit overheat and unexpectedly shutdown. In turn, the patient experienced low oxygen saturation. As a result, the patient called the ambulance wherein they were transported to the hospital. Later the patient experienced atrial fibrillation wherein they received cardioversion. Reportedly, the patient was discharged home with a replacement unit and is feeling better.

Manufacturer narrative:
Investigation revealed that the data log shows two temperature errors, numerous battery errors, battery low, and error 1's. This data presumes the patient was running the unit on low battery which caused temperature errors and error 1. The motherboard failure was caused by repetitive intermittent battery charging.